Event description:
The company was informed that the recipient was explanted due to ossification and complete obstruction of the cochlea, which prevented the creation of a new cochleostomy. The recipient will be scheduled for revision surgery.

Manufacturer narrative:
Additional information - section: h.6. Correction: section b.5. The recipient reportedly experienced decreased performance. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted. The recipient was not re-implanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted due to ossification and complete obstruction of the cochlea, which prevented the creation of a new cochleostomy. The recipient will be scheduled for revision surgery.